Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Electricity was shut down / interrupted during the annealing process, due to very heavy electric load shading during that time. A scar has been issued to the original manufacturer to correct this issue.